Manufacturer narrative:
(B)(4). The computer is having 502 and 503 error, pn 208986-r. (B)(4): mps reported screen was locking up. Rob223/gud223/cam223, rio: 1.1.5.1, pka: 2.5.6.1, armsw: 2.10.1.2k. Tha: 2.1.1, armsw: 2.10.1, utilities: 1.9.2.1, ref: (B)(4). Was not able to repeat 502 or 503 error, or screen freeze up that was reported. Successfully replaced computer in gud (210641), testing passed successfully. System ready for clinical use, (B)(6) 2016 at 3:00 pm. (B)(4).

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the screen froze and had to reset the software 3 or 4 times, which caused a 30 min delay. The case was successfully completed using the rio and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the screen froze and had to reset the software 3 or 4 times, which caused a 30 min delay. The case was successfully completed using the rio and there was no harm to the patient.